Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap that reportedly became disconnected from a baxter primary line. This reported disconnection opened up the patient¿s central line causing blood to exit from the line. They were able to notice it quickly before any serious patient/clinician harm could occur.